Event description:
Radiologist performing a renal biopsy under sc guidance. On the third biopsy the needle broke and was not retrievable. After discussion between the radiologist and the pt's urologist, including risks and benefits, the broken needle was left in place, to be monitored over time. The pt and her husband were provided disclosure.